Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling out for the applicator and would not stay in place securely on the vessels it was being used for. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.